Manufacturer narrative:
The customer reported that the central nurse's station (cns) spontaneously exited the software when attempting to input a patient number on one of the patient tiles. Technical support walked her through the process of relaunching the cns software, which resolved the issue. No patient harm was reported as a result of this event.

Event description:
The customer reported that the central nurse's station (cns) spontaneously exited the software when attempting to input a patient number on one of the patient tiles.